Event description:
This lead was explanted and replaced because it kept dislodging. It was noted that there was tissue in the screw mechanism upon the removal and the scrub nurse removed it. Should additional information be received, this file will be updated. On (B)(6) 2012 - this device was returned.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The analysis confirmed cuttings in the insulation. This damage of the insulation resulted most likely from the explantation procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. The analysis did not reveal any sign of a material or manufacturing problem.